Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor memorygel breast implant 450cc gel prosthesis. Lot: 63327, catalog: 3544507. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast with a mentor memorygel breast implant 450cc gel prosthesis. Bilateral of the breast prostheses was diagnosed post procedure through a MRI on (B)(6) 2014. In addition, a dermal nonpathologic cyst on the left axillary skin was diagnosed via ultrasound on (B)(6) 2014. As a result, the patient underwent bilateral removal and replacement with (B)(4) breast implants gel prostheses on (B)(6) 2018. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent breast with a mentor memorygel breast implant 450cc gel prosthesis. Bilateralof the breast prostheses was diagnosed post procedure through a MRI on (B)(6) 2014. In addition, a dermal, nonpathologic, bilobed cyst on the left axillary skin measuring 5 mm was diagnosed via ultrasound on (B)(6) 2014. As a result, the patient underwent bilateral removal and replacement with natrelle inspira breast implants gel prostheses on (B)(6) 2018. This report is for the left breast prosthesis. The device was returned at mentor containing cloudy gel. No foreign material was observed within the device or on the shell surface. Upon receipt, the device was severely rented. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. No other anomalies were discovered. The complaint of rupture was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 55344 was reviewed on 7/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).